Event description:
It was reported that "screw was placed and when the screw was being removed, it came apart. Screw was removed and new screw placed."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.